Event description:
Pt was being transferred by an ambulance service from a procedure and placed on portable ventilator. Pt became difficult to ventilate. It has been determined that this was due to a tube coming off the ventilator during transport. Pt was removed from the ventilator and bagged using supplemental oxygen. Pt was stabilized upon return to (B)(6) and returned to baseline.